Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The as-received treatment with reduced dwell times passed. The cycler underwent and passed a valve actuation test and system air leak test. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy on the liberty select cycler and the onset of chest pain preceding the patient¿s passing. Based on the end-stage renal disease (esrd) death notification received from the outpatient clinic, the cause a death was a sudden cardiac arrest with no secondary causes. There was no report of an associated fresenius device malfunction or deficiency related to the onset of the patient¿s symptoms. It is well known that cardiac disease is the leading cause of death in esrd patients and the severity of the patient¿s cardiac and liver disease is evidenced by the decision to place the patient on palliative care. Additionally, esrd in the environment of advanced liver disease carries another well-known risk of mortality. Considering the patient¿s disposition and confirmed by the esrd death notification, the liberty select cycler can be excluded as the cause of this event. Based on the available information, there was no specific allegation or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s death.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was experiencing chest pain and had to cancel pd treatment to report to the emergency room. There was no specific allegation this event was related to any deficiency or malfunction of fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse reported this patient expired in the hospital on (B)(6) 2020 due to a sudden cardiac arrest. The patient began to experience chest pain while undergoing ccpd therapy on the liberty select cycler and was disconnected to be transported by family to the emergency department. The patient passed away shortly after arriving at the emergency department. It was reported the patient¿s health had been failing due to worsening cirrhosis and cardiac disease (exact diagnoses unknown) and the patient was placed on palliative care prior to this event (exact date unknown). The patient was not actively undergoing ccpd therapy at the time of death but had recently just undergone a pd treatment when symptoms presented.